Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer product ID section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745nt patient programmer (ptm) (serial number (B)(6)) revealed a corroded main board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the controller screen quit last night - pt clarified it is blank / unresponsive. Pt stated he was charging the ins at the time for 2 hours. Pt has tried to reset the controller but that didn't resolve the issue. Troubleshooting was unable to be performed as pt does not have the ac power cord with him for troubleshooting. Pss is going to call back when he has all equipment to try to verify that the controller is responding to ac power w/o the battery pack inserted. The patient (pt) called back with controller and power cord. The controller wouldn't power on. Patient services (pss) went through troubleshooting steps to reset controller with and without lithium batteries, and change to aa batteries, but the controller still wouldn't power on. Pt confirmed that a green light was lit up on the power cord when plugged into the wall. No visible damage to the port was reported, and pt confirmed they didn't drop the controller or get it we t. Patient called back and requested assistance with setting up the controller. Pss assisted patient with setting up the controller. Patient initially did not have a battery inserted in the controller. Patient went to connect the recharger for the initial pairing process but saw the message battery low, recharge your controller. Pss instructed patient to allow the controller to charge (patient confirmed the green light was blinking with the controller connected to ac power) and call back if further assistance is needed wi th set up. No symptoms were reported. Additional information was received from the patient. Pt called back re-reporting information previously documented in this case. Pt said they did what the previous agent told them to and it did not work. Pt was seeing the initial setup screen on the controller therefore, pss walked pt through controller setup steps. After the setup steps, pt was seeing the no device found screen. Pt then walked pt through a passive recharging mode (prm). In prm, all of the numbers were 100 (numbers ranged from 95 to 100 throughout prm). Pt wiggled the rtm cord and the prm numbers remained constant. Pt saw the unable to recharge screen after the first prm. Pt then tried to start another charging session when the controller screen went white and back to the initial setup screen. Pt inspected the rtm and said it looked good.